Event description:
The user facility reported that upon initiation of bypass sufficient gas transfer was not being achieved. The perfusionist increased fi02 to 100% and then heard a loud "pop". It was then noted that some blood came out of the gas outlet, but the perfusionist determined that it was not necessary to change out the unit. The case was completed successfully with no complications or injury to the pt.

Manufacturer narrative:
Although there were reportedly no pt complications, the event description indicates some blood loss occurred. The involved unit was returned for eval. Visual examination confirmed several broken hollow fibers. Gas transfer performance could not be assessed due to leakage in the hollow fiber bundle. However, a review of the device history records confirmed gas transfer testing during production of the involved unit met proper performance specs and there were no indications of any production related problems. A review of the complaint files confirmed that this lot has not been reported previously. There are many complex clinical variables that may have been related to the reported decrease in gas transfer performance during the procedure. Based upon the available info, the cause for the reported observation cannot be definitively determined. Gas transfer performance under standardized conditions is addressed in the device labeling. All available info has been placed on file in qa for appropriate tracking, trending and f/u.